Event description:
The physician used a wilson-cook six shooter saeed multi band ligator. During use the bands did not deploy properly. The first two bands deployed properly. The third band would not deploy. The physician continued to turn the handle and three bands deployed at once. No injury to the pt was reported.